Manufacturer narrative:
Omit:a141204 - pumping stopped (1503), g04105 - pump, b17 - device not returned, c20 - no findings available. Correction: bd technical support troubleshoot with customer over the phone. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?,device eval by manufacturer?, if other specifyimdrf annex a, g, b, c & manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump shut down on its own on (B)(6) 2021 on an unspecified time. There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pump shut down on its own on (B)(6) 2021 on an unspecified time. There was patient involvement.